Event description:
A malfunction alarm occurred with the pump during the loading process, specifically alarm 29. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in loading a new cartridge using the proper technique and was able to successfully resume insulin therapy.